Event description:
It was reported that patient faced cannula issue on (B)(6) 2026 as the cannula was found bent which led to insulin flow blocked alarm. The infusion set was in use for one hour and the site of insertion was abdomen.

Manufacturer narrative:
Patient city: (B)(6). Patient country: colombia. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.